Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle precisionglide 18x1-1/2in package was not properly sealed. This occurred on 15 occasions before use. The following information was provided by the initial reporter: some packages are not proper sealed, the material easily comes out when detached. And there is also the situation where it cannot detach, making needed the use of a scissors to not take the risk of violating the package, letting the needle exposed. The event is being occurring for approximately 1 week and it's often. Additional information received: till at this moment, we've noticed a lost of 15 units in our system. Observation: as we do the separation of the quantity to attend to the hospitalization staff, we are noticing those issues. Therefore, we have reported those that we've lost, but there might be more discarded. Dates events occurred: from 5/12, 5/18, 5/19, 5/20, 5/24, and 5/26. All the occurrences were from same batch.

Event description:
It was reported that needle precisionglide 18x1-1/2in package was not properly sealed. This occurred on 15 occasions before use. The following information was provided by the initial reporter: some packages are not proper sealed, the material easily comes out when detached. And there is also the situation where it cannot detach, making needed the use of a scissors to not take the risk of violating the package, letting the needle exposed. The event is being occurring for approximately 1 week and it's often. Additional information received: till at this moment, we've noticed a lost of 15 units in our system. Observation: as we do the separation of the quantity to attend to the hospitalization staff, we are noticing those issues. Therefore, we have reported those that we've lost, but there might be more discarded. Dates events occurred: from 5/12, 5/18, 5/19, 5/20, 5/24, and 5/26. All the occurrences were from same batch.

Manufacturer narrative:
H.6. Investigation summary: the analysis of the batch history was performed, checking the quality notifications and maintenance records where no records potentially related to the failure were found. Photos and videos were received for the complaint where it was possible to observe a failure in the seal integrity caused by cutting failure which caused the difficulty in opening the packaging. The possible causes for the incident are: failure to adjust the cut system of the syringe packaging machine. Locking the mechanical assembly of the knives. Production line operators will be notified of the occurrence. Additionally, the failure mode identified from this complaint will be monitored for trend assessment.